Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, a failure of the device to power on was observed. A thermal event was identified on the device's system board. The thermal event was confirmed to this area and did not damage or enter the air path.

Event description:
The manufacturer received information alleging a ventilator would not power on. The device was not in patient use.